Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states."

Event description:
It was reported the insulin pump alarmed, indicating a button was stuck. Customer's blood glucose 156 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 due to corrosion and rust on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test or verify stuck button alarm due to critical pump error open book image. No damage to the keypad assembly and no unlocked printed circuit board keypad connector noted during our visual inspection. The insulin pump failed the leak test; leaked at the case behind the pump near the battery compartment. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads and pillowing keypad overlay.